Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error on (B)(6), 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump was received with medtronic flashing logo display. Unable to perform the the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test due to flashing logo insulin pump error. Successfully downloaded firmware using thump software. Also, failedbatttest (58) and softwareerror (53) were found in history file on event date: (B)(6) 2021 13:34:13.000, (B)(6), 2021 13:07:11.000. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board and battery tube during visual inspection. The original electrical board was installed in a test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and flashing display with logo insulin pump error noted. The following were noted during visual inspection: cracked keypad overlay, scratched case and scratched lcd window. The insulin pump was received with scratched lcd window and scratched case. In summary, customer alleged critical pump error (open book image) not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. Customer stated insulin pump had battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.